Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, cracked case on the battery tube side that originates from the belt clip rail, missing display window cover, cracked keypad overlay, keypad overlay texture damage, scratched case. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was unsuccessful. The program was unable to find the insulin pump. The case was cut open. After visual inspection, there is severe corrosion just about everywhere inside including the battery compartment. After plugging a known good electric board 2 and a known good electric board 1 into the test case, the was able to boot up normally. After plugging a known good electric board 2 into the test electric board 1 and then into the test case, the insulin pump was able to boot up normally again. After plugging the test electric board 2 into a known good electric board 1 and then into the test case, the insulin pump booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured way out of specification = 2.998 volts. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) alarm and the inability to upload are due to electric board 2 and the severe corrosion on the force sensor as well as on electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.